Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. However, the filars of the sensing coil were found to be fractured due to fatigue, resulting in an unstable coil continuity measurement.

Event description:
It was reported that the hvli was over 200ohms. After the lead was replaced, the impedance was still the same. The physician decided to explant the device.